Event description:
The er320 was used during a laparoscopic cholecystectomy. The clips from the er320 overlapped. There is no other info available. Another opened and the same thing happened. A third device was used to complete the case.

Manufacturer narrative:
Facility experienced an event with your ligaclip endoscopic multiple clip applier while performing a lap cholecystectomy. The product complaint analysis team has completed its investigation of the device which returned to co with product inquiry #972603. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: clip in jaws; a-yes b-no. Damaged jaws, damaged feed bar, damaged floor, damaged handle shrouds, damaged other, damaged tip shrouds, damaged trigger, damaged tube, and damaged weld seams; ab-no. Damaged cutter; na. Functional tests & results: antibackup function, firing: feed conform, firing: form conform, jaws: hold clip, lockout functional, and number of clips fed and formed; na. Jaws: inside width at tips; a-.170 b-.175. Analysis conclusion: based upon the inquiry info received and the visual examination, no conclusion could be reached as to what may have caused the reported incident. The instruments were returned empty and locked out. No testing could be performed as the instruments were returned empty. The instrument is designed to lockout when all the clips have been fired. Each instrument is evaluated during the assembly process to ensure the clips feed and form properly. Co strives to understand each incident as it occurs in ordre to continuously improve the products.